Event description:
It was reported that during an unknown surgery, when using the truespan 12 degree peek device along with a asmbly,ratchet handle,quick disconnect device, it was observed that when making the second shot of the gun, it cost the surgeon to pull the trigger and when it finally achieved it, the peek was returned without making a satisfactory point. Therefore, it did not allow the payment of the implant. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d10: concomitant med products and therapy dates: asmbly, ratchet handle, quick disconnect device, (B)(6)2025. Device history review: there was no non-conformance regarding this lot. Investigation summary the product has not returned to j&j medtech orthopaedics, however a photo was provided for review. The photo investigation revealed that truespan 12 degree peek had the red trigger in the completely activated position without being manipulated. The trigger condition could be traced to broken condition. No other anomaly could be observed. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would contribute to the complained device issue. Based on the investigation findings, the potential root cause for the broken trigger can be traced to procedural variables, such as handling of the device or product interaction during procedure, it is not unreasonable that during the procedure a portion of tissue blocked the applier needle causing a mechanical obstruction during deployment; this obstruction and the force applied to the trigger are contributive factors of the broken trigger. As per IFU, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, it is important to fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.